Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Samples received: three used samples and one additional part were received without their original packaging, with their certificate of safe handling and their obturator. Visual inspection results: during the inspection, no discrepancies were found. Functional test: the four (4) samples received were inflated with air using a 5 ml syringe, after that the cuff was gently manipulated. Each cuff was inflated without abnormalities. It was demonstrated that the cuffs were symmetrical, and no leak was detected. No corrective actions required since the complaint was not confirmed. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. (H6c, h6d, h6e), corrected data: updated b1, d4 expiry date, e4, h4.

Event description:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
It was reported that the balloon was not inflating with saline.